Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit needs helium, timing is off on inflation /deflation. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse replaced the helium tank valve knob as it had been missing. The fse performed all operational checks. The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer.